Event description:
It was reported that the stimulator had not been working properly for the patient for 2 years. It was noted that the patient needed to know what to do to have her device removed. Additional information was requested but was not available as a result of this event.

Manufacturer narrative:
Product ID 3487a-33, lot# j0454723v, implanted: 2004 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they wanted to have the implantable neurostimulator (ins) removed because it didn¿t work properly. The consumer further clarified this to mean sometimes they would feel stimulation in their leg, and other times they couldn¿t. It was noted the consumer would turn the ins on and ¿it didn¿t do anything¿ and they would be able to leave it on for two to three hours, and then they would feel stimulation. The consumer didn¿t know what was causing them to feel stimulation intermittently, and wondered if it was that the leads weren¿t connected properly since ¿it only worked when it wanted to.¿ it was noted the consumer didn¿t currently have a doctor, hadn¿t seen one in four years, and was looking for a doctor to remove the device.